Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer¿s blood glucose level.